Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the esophagus during a stent procedure performed on (B)(6) 2013. According to the complainant, the indication of the procedure was due to an esophageal cancer in the lower esophagus. It was reported that the patient¿s anatomy was not tortuous and the lesion was not dilated prior to stent placement. During the procedure, the deployment suture broke in an attempt to release the stent. No part of the stent was deployed. Subsequently, the device was removed from the patient and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been contaminated and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed